Event description:
Pt's ventilator "low volume alarm" sounded. Ventilator and pt observed. Pt was not returning volumes. Circuit was examined and an abnormal weakness of the expiratory hose, approx 4 inches long was discovered. The shape of the affected section indicated the hose had been melted. Perforations were indicated along the damaged section. Circuit was changed. No injury to the pt.